Event description:
It was reported there was a serious programmer problem. The programmer was restarted 15 times with the same error. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the error, as a result the hard drive was reimaged and software was reloaded. It was also noted that the screen would not stay propped up, and the antenna wire had damaged insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.